Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. The review of the device history records and the traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From lonely information provided, the review of the case and the recurrence of this type of event for this implant, the investigation found that this issue root cause is undetermined with the hypothesis of a poor preparation of the disc space, possibly a preparation too aggressive of the superior vertebrtal endplate and not symetric, which trained a migration of the implant. Indeed , as desribed in the surgical technique step 3 : it is important to achieve parallel distraction. Use the caspar distractor to maintain the parallel distraction achieved by the paddle distractor. Which may have provided the issue for non symetric postioning . However, the description received did not allow to understand perfectly why the migration and the subsidence arrived. This hypothesis could not be validated. The root cause of this event remain undetermined .

Event description:
Mobi-c p&f us : migration / subsidence from information provided by aaron wheeler (zimmer biomet employee) on (B)(6) 2018 extract to the annual mobi-c enhanced surveillance survey, the surgeon reported an event of ''implant migration / subsidencel'' on a patient that was implanted with mobi-c in the past year. He indicated ''lateral shifting of implant endplates'' & ''subsidence and return of arm pain. Considering converting to fusion.'' Patient diagnosis pre-implantation: radiculopathy hnp 2-levels c4-6 the surgeon indicated that it's possibly device-related: there is a reasonable possibility that the adverse event may have been primarily caused by the device. No information about the patient condition or initial surgery received the patient had chronic pain. There was additional medical intervention: facet joint nerve blocks and transforaminal blocks for neck and arm pain. Additional information on (B)(6) 2018: lot number: 5258784 (reference: mb3355) the surgeon provided some x-rays. Additional information on (B)(6) 2018: the patient refused fusion (revision) surgery. She is living with the return of her neck and arm pain. The subsidence can be observed on the superior endplate posteriorly at each level.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. Product wasn't received so no visual and functional examination can be performed. A review of the traceability inventory records and the device history records aren't possible because reference and lot# of implant wasn't available. From lonely information provided, based on the survey report , the review of the case and the recurrence of this type of event for this implant, the investigation found that this issue cause remain undetermined with the hypothesis of a poor preparation of the disc space or a poor distraction (it's possibly not symmetric)which trained a migration of the implant. As described in the surgical technique step 3 : it is important to achieve parallel distraction. Use the caspar distractor to maintain the parallel distraction achieved by the paddle distractor. Which may have provided the issue for non symmetric positioning however, the description received did not allow to understand perfectly why the migration arrived. This hypothesis could not be validated. The root cause remain undetermined. If additional informations were received , that allow to draw a conclusion for this case . Another report will be sent .

Event description:
Mobi-c p&f us : migration / subsidence. From information provided by the reporter on oct. 29th 2018, extract to the annual mobi-c enhanced surveillance survey, the surgeon reported an event of implant migration / subsidence on a patient that was implanted with mobi-c in the past year. He indicated lateral shifting of implant endplates & subsidence and return of arm pain. Considering converting to fusion. Patient diagnosis pre-implantation: radiculopathy hnp 2-levels c4-6. The surgeon indicated that it's possibly device-related: there is a reasonable possibility that the adverse event may have been primarily caused by the device. No sufficient information provided. According to the surgeon , the patient did not want a posterior fusion and is living with the recurrent arm pain. The patient had chronic pain. There was additional medical intervention: facet joint nerve blocks and transforaminal blocks for neck and arm pain. Attempts have been made to obtain more information about this case but the reporter doesn't have any other information about this case and the surgeon doesn't responded to the emails.